Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an active cord was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the active cord failed to deliver current. It was also noted that the device could not be securely attached to the cord. The procedure was completed with this device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.